Event description:
Healthcare professional reported, unknown side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d6a: implant date: healthcare professional reported, it has been "more than 10 years", since the device was implanted. Continued e.1.: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.